Event description:
In 2009, patient reported his blood glucose has been higher. Patient stated he has had blood glucose results of 345 mg/dl, 317 mg/dl, and he just changed his infusion set and tested with a result of 365 mg/dl. Patient reported he has not received any alarms or error messages. He said that his basal rates were changed today from 17.4 to 16.2 by the doctor because he was running high at night. No product return was requested. Six days later, patient reported that he changed out his infusion set and adapter, he put in a new insulin cartridge and bolused. He stated he was able to bring his blood glucose readings down.

Manufacturer narrative:
No product will be returned for evaluation.